Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc). Additionally, the patient experienced chest pain. Technical services (ts) reviewed the event and identified non-sustained ventricular tachycardia (nsvt) episodes, raising concerns about the absence of therapy. However, it was determined that the detected rate was 115 beats per minute (bpm), which was below the ventricular tachycardia (vt) therapy threshold of 150 bpm. Subsequently, the patient was admitted to the hospital. No additional adverse patient effects were reported. This device remains in service.